Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided (no product returned, no batch number). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Broach and handle (old style with the female adaptor on the broach) had toggle between them resulting in it being nearly impossible to remove the broach from the femur. This toggle was not seen before the case. After a 2 hour delay and a lot of help from a the corail extraction set and moorlands slap hammer the broach was removed and the patient had no problems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.